Manufacturer narrative:
Date of event: used (B)(6) 2021 as the correct date was not provided.

Event description:
(B)(6) registry: it was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion 1 was located in the mid left anterior descending (lad) artery extending up to distal lad with 90% stenosis and was 58mm long and a reference vessel diameter of 2.62mm. The target lesion was treated with pre-dilatation and placement of 2.75 mm x 38 mm and 2.50 mm x 24 mm promus premier stents. Following this intervention, post dilation was performed with 0% residual stenosis. A week later, the subject was discharged on aspirin and clopidogrel. However, on an unknown date post index procedure the subject died. The primary cause of death was unknown and it was unknown whether an autopsy was performed or not.